Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated. Date of implant is estimated.

Event description:
This is filed to report endocarditis. It was reported that roughly one month ago, a mitraclip procedure was performed to treat mitral regurgitation (mr) with an unknown grade. An unknown number of clips were implanted, reducing mr to an unknown grade. Roughly one month later, the patient returned with endocarditis.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported endocarditis could not be determined. The reported mitral regurgitation (mr) and fever appear to be cascading events of the endocarditis. Furthermore, the reported patient effects of endocarditis, mr, and fever, are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization and medication were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had erythroderma, hypertension, dyslipidemia, pneumoconiosis. One clip was deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2022, the patient returned to the hospital due to a fever. Mr had increased to a grade of 2-3 and endocarditis was observed. For treatment, antibiotics were administered. No additional information was provided.